Manufacturer narrative:
Novocure medical opinion is that a contribution of array placement to this event cannot be ruled out. Contributing factors for wound infection in this patient include concomitant carmustine (carries warnings for intracranial infection and abnormal wound healing; source: carmustine prescribing information), prior radiation, chemotherapy, and prior surgery affecting skin integrity. Wound infection is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in both arms of the trial (<1% and <1% in optune/tmz and tmz arms respectively).

Event description:
Patient with newly diagnosed glioblastoma began optune therapy on (B)(6) 2017. On (B)(6) 2018, the patient's spouse reported that the patient had been hospitalized due to a bone flap infection (date of most recent craniotomy: (B)(6) 2017). The bone flap was removed and patient was started on a 6 week course of IV antibiotics with a plan to replace bone defect at a later date. The prescribing physician was contacted for additional information with no response. Per medical record review, the patient had also experienced a bone flap infection prior to starting optune therapy.

Manufacturer narrative:
On december 23, 2021, novocure discovered that the initial submitted medical device report had a typo in the model number for the optune device in section d4-suspect medical device model number. Corrected model number is tfh9100.